Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime and a33 test, excessive no delivery test and displacement test.no excessive no delivery alarms noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The father of a customer reported via phone call that his daughter's insulin pump alarmed no delivery. The customer also indicated that his daughter was in the emergency room a few months ago for diabetic ketoacidosis. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer declined troubleshooting and only wanted a new pump. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.